Event description:
The hcp reported that the pt developed a staph aureus infection of the device pocket. The device system was removed and the pt treated with IV and oral antibiotics with resolution of the infection.